Event description:
Healthcare professional reported implantation of seri with a concomitant silicone breast implant on (B)(6) 2014 during nipple-sparing mastectomy and reconstruction surgery. Post implant on (B)(6) 2014, patient presented on the right breast with wound dehiscence and skin necrosis. Seri and mammary implant were fully explanted on (B)(6) 2014 during a revision reconstruction and total mastectomy.

Manufacturer narrative:
The physician discarded the device when it was explanted. The events of wound dehiscence and skin necrosis are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Those events are being reported because medical intervention was required, although device-relatedness has not been established.